Manufacturer narrative:
(B)(6). On (B)(6) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center (B)(4), reason for repair is unit alarms not functional. The key failure is a power switch, short circuit.